Manufacturer narrative:
The customer did not have any further issues after the service actions.  Investigations determined the issue to be resolved by the service actions.

Manufacturer narrative:
The field service engineer checked system reagent tubing and it was not damaged. The sipper nozzle was bent. The nozzle was bent back and adjusted. Controls were ok after adjustment of the sipper nozzle. This event occurred in (B)(6).

Event description:
The initial reporter stated that controls for multiple assays were outside of range on the cobas 8000 e 602 module. Incorrect patient results were also reported outside of the laboratory for an unspecified number of patient samples. Data was provided for three patient samples with discrepant results for the elecsys folate iii assay. The incorrect results from these samples were reported outside of the laboratory. The reporter noted that cups under one detection unit of the analyzer had a lower liquid level than ones under the other detection unit. The first sample initially resulted with a folate value of 19.8 nmol/l, which repeated as 12.1 nmol/l. The second sample initially resulted with a folate value of 13.9 nmol/l, which repeated as 7.69 nmol/l. The third sample initially resulted with a folate value of 11.8 nmol/l, which repeated as 6.82 nmol/l. No adverse events were alleged to have occurred with the patients.